Event description:
The customer contact reported the device touchscreen does not work. The device was returned to the biomedical department for an unspecified reason. No tracking information was provided; therefore, specific information, pump programming, or event details were not available. There were no reports of any adverse patient effects and no reported delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen was found to be out of calibration and did not respond when pressed. Multiple unsuccessful attempts have been made to obtain additional information.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device touchscreen was found to be out of calibration and did not respond when pressed. This report represents all the information known by the reporter upon query by hospira personnel.